Event description:
It was reported that the device exceeded the maximum temperature rise in a qa test, which could indicate the device overheated or may overheat. There was no medical/surgical procedure involved at the time, so no pt involvement.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was bearing failure and possible corrosion, which was found in the drive assembly. Service repaired and returned the device to the customer.